Event description:
It was reported that balloon rupture occurred. The target lesion with more than 90% stenosis was located in the non-tortuous and non-calcified brachial cephalic vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres, the balloon burst. The device was removed and the procedure was completed with another of same device. No complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: mustang 12.0 x 40, 75cm, 14atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 12mm proximal of the proximal markerband and extending approximately 65mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion with more than 90% stenosis was located in the non-tortuous and non-calcified brachial cephalic vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres, the balloon burst. The device was removed and the procedure was completed with another of same device. No complications were reported and the patient status was stable.